Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use. The care giver (cg) stated that the home patient (hp) was still connected to the machine. The tsr assisted the cg with troubleshooting and then the cg would disconnect the hp and remove the supplies. The tsr explained the alarm, and assisted the cg with clearing the alarm. The cg was advised to contact their nurse. Baxter product surveillance was contacted by the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011 regarding reported problem. The pd rn stated that they did talk to the care giver (cg) regarding the alarm. The pd rn stated that the patient is fine. The nurse stated the alarm occurred towards the end of the patient's therapy, so they just disconnected from the machine. The pd rn stated the cg then had the patient do a manual exchange in the morning. The patient has not had any negative effects from the alarm and has been continuing therapy fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.